Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the anchor of the footprint ultra broke. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. The back up device was used in the original bone hole, therefore there was no void left in the patient. The anchor was removed from the patient using tweezers. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned without any suture material or the anchor. The distal end of the actuation rod is bent. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause for break could not be determined since the reported malfunction could not be duplicated during the investigation, as the anchor was not returned for evaluation. The root cause for material bent has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.